Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as irritation. The patient has history of contact dermatitis. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to remove the lifevest for the skin irritation. Outcome of the irritation is unknown.